Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify battery out limit due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked battery tube threads and broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a battery out limit alarm. It was also reported that display screen was blank. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.